Event description:
I am writing to you to complain about your product and also a reduction in the quality of the product. Lately I have noticed the product is not as durable as they once were, with the brush breaking off from the handle after only being used a couple of times, the most recent time breaking off between my teeth. I had to visit the dentist to get it removed as it was lodged in so tight and I was unable to remove it from between my teeth without assistance.